Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc subfascial hammock sling system on (B)(6) 2010 to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged the plaintiff subsequently developed significant injury, including, but not limited to, one or more of the following injuries: pain infection, worsened incontinence, urinary problems, dyspareunia, and erosion. It was additionally alleged the plaintiff suffered disability, impairment, and loss of enjoyment of life.

Manufacturer narrative:
Lawyer-filed report-(B)(4). Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.